Manufacturer narrative:
Additional information received: age of patient (B)(6). Corrected information received: catalog number (swu-2009).

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. Device evaluation in progress. Device evaluation in progress.

Event description:
The user facility reported that the device was in use with an infant when the seals between the perforations in the lower section of the blanket separated, which resulted in a large air filled balloon at the feet of the patient. According to the reporter, the event resulted in the redness of the patient's skin. The reporter stated that the warmer was set to a medium temperature and no alarms sounded during the event. According to the reporter, the patient did not sustain adverse permanent injury. The reporter stated that the warming blanket was disposed of; however, a blanket of the same lot is available for investigation.